Event description:
A trial patient reported she was experiencing pain from the procedure. It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on april 17th. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient feels like they are not fully emptying their bladder and has a constant urge to void so stimulation was increased. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient had a follow-up appointment with their physician on april 24, 2017. They were happy with their symptom improvement and qualified for their implant/stage 2 on (B)(6) 2017. The cause remains unknown.